Manufacturer narrative:
Stryker further evaluated the removed power pcb assembly and the eos module and determined that the eos module is not functioning as it has a shorted circuit.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device failed to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device failed to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. Stryker identified the cause of the issue was the pcb on the power module and replaced it to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.